Event description:
The following was reported to hamiton medical ag: intermittent tf of "exhaust obstructed". Could not repeat in the shop. According to the complaint report by the customer, no patient was on the ventilator when it occurred. However, in the logfiles it occurred that there was ventilation ongoing, which is why this case is reported. No patient harm occurred.

Manufacturer narrative:
The device was not returned to hamilton medical ag for investigation. No patient harm was reported. Hamilton medical ag case number is: (B)(4).